Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2017, the patient's qualifying condition was identified as rutherford category 3 and the index procedure was performed on the same day. The target lesion was located in the right superficial femoral artery (sfa) had 90% stenosis, with a reference vessel diameter of 5 mm, a length of 30 mm and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation using 4 mm x 40 mm sterling balloon. During pre-dilatation, grade ¿c¿ dissection¿ was noted which was treated with balloon dilatation. Following this intervention, standard percutaneous transluminal angioplasty was performed with 5 mm x 40 mm sterling balloon to treat the target lesion. Post-dilatation was not performed. Dissection was resolved.